Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a no delivery alarm when reservoir was a quarter of the way full. During troubleshooting, customer reported that drive support cap was sticking out. Alarm history showed two motor error alarms and a button error alarm. Customer reported to have had blood glucose of 400 mg/dl during one of the alarms. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarm noted during testing. Unit was unable to prime during prime test due to slightly loose/tilted drive support disk noted during visual inspection. No excessive no delivery alarm noted during testing. The motor was tested outside of the device and passed. All buttons functioning properly. No damage in the keypad assembly, no button error alarm, no unlocked display or keypad connectors noted during visual inspection. Unit had loose drive support cap, moisture damage, cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked display window, scratched reservoir tube window and missing endcap sticker.